Event description:
No new event description information to report at this time.

Manufacturer narrative:
Additional information: d4 lot #. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: d10 - product received on 09may2019. The initial MDR reflects a report date of 08may2019 in error. The report date should be 09may2019. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and functional test of the returned device was conducted during the investigation. The complaint device was returned for investigation. A physical investigation of the returned complaint device confirmed that the hub assembly was compromised due to the bent catheter shaft causing the leak. The risk analysis was reviewed, and no additional escalation was recommended at this time. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The risk specification for this product includes the loss of use failure mode and identifies the risk controls that are in place to mitigate the risk of this type of failure. A review of the device history record found no relevant nonconformances in lot 8441805 that could have contributed to this failure mode. A software search confirmed that this is the only complaint associated with this lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings: do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10ml or larger syringe will reduce the risk of catheter rupture. Precautions if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. For heparin coated devices, standard flushing procedures are recommended. How supplied. Supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical products: microclave. Occupation: systems risk manager. PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported in the past few weeks, nicu has had several episodes of leaking central venous catheters while running fluids. The most recent event for the patient was on (B)(6), when a cvc was noted to be leaking. After an unsuccessful attempt by the physician to rewire the device, it was then removed. At that time, it was observed to be cracked at the connection between the catheter and wings. After a review of patient's history, it was noted that the patient had a previous cvc that was found to be leaking around the site on (B)(6) 2019. It is unknown if the line itself was leaking, but the device was removed intact. It was reported that no difficulty was experienced when placing the devices. No forces were exerted on the catheter and no patient problems are associated with the cracking of the device. The patient did not experience any adverse events due to this occurrence. This report references the event that occurred on (B)(6) 2019. MFR. Report # 1820334-2019-01061 references the leaking event on (B)(6) 2019.